Manufacturer narrative:
We been unable to determine if a second procedure was scheduled to retrieve the broken jaw. The jaw diameter of this biopsy forceps is 0.8mm. The hosp has not released the instrument at this time.

Event description:
Allegedly, during a sialoendoscopy procedure, when the doctor tried to retrieve a salivary gland stone, the jaw of the forceps broke off onto the stone. The doctor was not able to retrieve the stone or the broken jaw and both the jaw and the stone remained in the patient.